Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) were completed. The monitor and electrode belt were fully functional upon receipt. Monitor sn (B)(4): (B)(6) 2007. Electrode belt sn (B)(4): (B)(6) 2009.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A physician contacted a zoll territory manager on (B)(6) 2012 to report that a (B)(6) year old male pt was treated by the lifevest. A pt service rep was dispatched and reported later that morning that the pt had coded and that hospital staff was unable to revive him. The pt passed away on (B)(6) 2012 around 8:00 am. The pt was in the hospital at the time of passing. Per review of the treatment event, at 12:27 am on (B)(6) 2012 the pt experienced an inappropriate defibrillation event. Svt at 175bpm mixed with nsvt contributed to the false detection. The pt's post-shock rhythm was sinus tachycardia at 112 bpm. The response buttons were not used during the event. The lifevest was shut down at 1:55 am on (B)(6) 2012. The lifevest was deactivated prior to pt passing. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.